Manufacturer narrative:
The device was returned to the solventum service center for evaluation. The device was tested for design verification, safety and efficacy to the regulatory standard iec 60601-1, which covers the electrical safety of the model 775 unit (including the required flammability ratings for the 775 enclosure and other components). Analysis indicated the reported smoke/flame was caused by fluid ingress on the device¿s mains input socket. The conductive fluid burning off and the resulting heat caused electrical fusion/melting between the power cord female end and device¿s power entry socket. Therefore, this event is being reported due to potential use error. Solventum will continue to monitor.

Event description:
User facility reported there was smoke and a light flame observed after thirty minutes of using the 3m¿ bair hugger¿ warming unit. The control panel tripped and the flame spontaneously distinguished. The hose was immediately unplugged from the 3m¿ bair hugger¿ warming blanket and removed from use. No injuries or medical interventions were required due to the alleged malfunction.